Manufacturer narrative:
(B)(4), date sent: 4/20/2021 h11=corrected data=b5, b5: event description: it was reported that during an unknown procedure, when firing the el5ml device, the surgeon noticed that the device jammed and the clips did not come out correctly. The device did not fire clips, it was jammed. The device got stuck when firing so the clips didn't come out at the first attempts of shooting. The nurse attendant made another attempt and it also got stuck. Surgery was not delayed, another device was provided, and procedure was successfully completed. There was no patient consequence.

Manufacturer narrative:
(B)(4). Batch # u93d60. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported event, the device was tested for functionality. Upon testing, the device was fired, and the clips did not advance into the jaw. The device was noted to have the tip of the advancer bent. The instrument was disassembled, and upon disassembly, the advancer was confirmed to be bent and the feed link was noted broken causing the feeding issues and twelve clips were found inside the clip track. The event/reported complaint was confirmed and it is related to improper use of the device. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. It should be noted that product failure is multifactorial. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse, could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. Possible causes for the damage found may be due to the jaws of the being restricted during firing, or not fully through the trocar during firing. Please reference the instructions for use for more information. As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, when firing the el5ml device, the surgeon noticed that the device jammed and the clips did not come out correctly. The nurse attendant made another attempt and it also got stuck. Surgery was not delayed, another device was provided, and procedure was successfully completed. There was no patient consequence.